Manufacturer narrative:
Other relevant device(s) are: product ID: 9735416r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system is having issues. Initially, when the system was turned on, the computer would not boot up. After a couple of attempts, the computer turned on, but became unresponsive. This was discovered during set-up prior to a case. No patient present.